Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Speech testing has shown a decrease in performance with the device. There is no report of an accident or trauma. Recipient said she sometimes heard a bubbling noise on the right implanted side. Re-implantation is scheduled.

Manufacturer narrative:
Conclusions: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Additionally, an incomplete insertion was reported during implantation surgery with 2 channels left out of cochlea. During explantation, 3 channels were found out of cochlea, pointing to a possible further migration of one electrode channel. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Speech testing showed a decrease in performance with the device. There is no report of an accident or trauma. Recipient did not report any change but is bi-modal and sometimes heard a bubbling noise on the right implanted side. Re-implantation took place.